Manufacturer narrative:
Concomitant medical products: product ID: a71100, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other non-malignant pain. It was reported that the ¿out of the box¿ screen was seen on the patient programmer. Patient services reviewed the meaning of the screen. The patient then stated that they noticed this screen after having their ins checked at their healthcare provider¿s (hcp¿s) office about two weeks ago. No symptoms were reported. The event occurred in (B)(6) 2019. Additional information was received from a rep on (B)(6) 2020, clarifying the message seen on the patient programmer was the ¿in the box¿ message. The rep reported that they saw the patient today and they were using the tablet to interrogate their device. They reported that after they exited workflow, the ¿in the box¿ message was seen on the patient programmer. The rep used the clinician programmer to interrogate the device which resolved the issue. The rep was then able to use the tablet application to interrogate the device and exit workflow and the patient programmer then showed the normal therapy screen. The issue was resolved. No symptoms were reported. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.